Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On 07/30/2015, intuitive surgical, inc. (Isi) spoke to the initial reporter and obtained the following information: while the instrument was being used, the cables became exposed and frayed, and that was when the surgical staff noticed that the white ring broke. There was no indication of collision and the reporter confirmed that the pieces were retrieved during the procedure and the pieces were discarded. Based on the information provided, this complaint is being reported due to the following conclusion: the initial reporter indicated that the exposed cable and the white ring from the fenestrated bipolar forceps instrument fell into the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire from the fenestrated bipolar forceps instrument and the white ring that sits on the base on the forceps broke into two pieces and fell inside the patient. Both pieces were retrieved during the da vinci surgical procedure. No patient injury was reported. The reporter discarded both pieces that fell in the patient.